Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was an air detected in cassette alarm and then after treatment when removing the cassette there was fluid found in the pump module area. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment on the cycler. The patient has manual treatment supplies and knows how to do manual treatments. The patient is waiting for the cycler to arrive.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. The patient said there was an air detected in cassette alarm and then after treatment when removing the cassette there was fluid found in the pump module area. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was not able to complete treatment on the cycler. The patient has manual treatment supplies and knows how to do manual treatments. The patient is waiting for the cycler to arrive.